Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have failure code f_94 on the display. This condition is associated with the configuration option settings checksum not being equal to 0. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the configuration option settings checksum not being zero. To correct this condition, the configuration option settings were reset. If any additional information is received, a follow-up MDR will be sent.